Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they were handicapped and it took them a while to get to the bathroom and the device seemed to give them more holding power on the way. Patient stated when they were laying in bed and sleeping they still leaked. Patient said they were still having problems when they lay down and when they go to the restroom. Patient mentioned they had changed the setting and was getting ready to raise it again because they were still have issues with when they lay down and stand up. Patient also mentioned that their incision was sore after the procedure on friday and they could not tell if it was the therapy or the incision being so sore. Agent reviewed with patient that they can increase the stimulation as long as it was not uncomfortable or painful. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The reason for call was patient states the last 2 or 3 mornings they woke up soaked and has been getting up during the night and going to the bathroom in between. Patient states they is still wearing pads and stuff just to be safe and her pad was wet so they changed it and put on a dry one and lay back down and got up about 9: 30 for 10am and was soaked through her clothes and stuff. Patient stated they changed her program today and changed it back to program 2 and has it set on 1.7. Patient asked how many programs can they change to. Agent reviewed. Patient mentioned they has lower back problems and the device is doing great for that and was helping with her bowels but last week they got diarrhea but they thinks that was because they were on some antibiotics and they thinks they have borrelia was a side effect of the antibiotic and they haven't had it since and they is off the antibiotics now and they have taken them all so off of that so they have not had the diarrhea again. Patient also mentioned they had more leaks and it's almost like they didn't have the thing put in and stuff so they thought maybe it's too high or something. Patient is still trying to find the sweet spot that's supposed to work. Patient service reviewed how to change programs and increase stimulation. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient was redirected to their healthcare provider to further address the issue, patient will have an appt with hcp on july - 23rd.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.